Manufacturer narrative:
Returned gemini basket sub assembly was detached from the drive wire at the basket cannula. The basket cannula appeared to have broken in half. Neither the basket wires nor the drive wire pulled free from the cannula. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. A search of the complaint database for similar complaints related to the product family was conducted; no add'l complaints have been recorded. A lot history search was performed and found no other complaints have been reported from this lot. The april 2007 15-month gemini baskets complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted and no data point exceeded the complaint alert limit. The root cause for this complaint is unk.

Event description:
It was reported to boston scientific corporation that during a therapeutic stone retrieval procedure, which occurred in 2007, the basket sub assembly had separated from the drive wire at the basket cannula. The physician was able to retrieve the basket cannula sub assembly entirely. The procedure was completed successfully with another boston scientific device. No pt complications occurred due to this event.